Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance pvt, it was observed that the event log displayed spi-bus failure error codes 1113, 110e, 110f, 1110. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Codes 1113, 110e, 110f, 1110 logged. Pm pcba had just been replaced due to failed pressure accuracy test during pm pvt captured on another pr. Found that the da to mc ribbon cable was not fully seated on the pm pcba. The customer corrected the connection which resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.